Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient received 3 shocks for ventricular fibrillation, but the shocks failed to terminate it. It was noted that the patient presented to the hospital and was pre-syncopal, lightheaded, dizzy and had chest-pain. It was noted that the ventricular fibrillation terminated spontaneously. The lead was successfully explanted and replaced.